Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally entered the blood glucose (bg) value (414 mg/dl) into the carbohydrate field and delivered a bolus. Customer cancelled the bolus quickly. Review of pump data showed that .33 units had been delivered. Reportedly, the customer had just eaten dinner and counted the carbohydrates incorrectly. Customer declined troubleshooting from tandem technical support for the elevated bg level.